Event description:
Revision to tkr planned for pt with a unicondylar knee implant. Revision surgery is scheduled for (B)(6) 2012.

Manufacturer narrative:
Revision to tkr is planned for pt with a unicondylar knee implant. Revision surgery is scheduled for (B)(6) 2012. Revision of the device history record indicates that the device was manufactured to specification.